Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2022, (B)(4). Year valid date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that devices were explanted due to a possible infection. The manufacturer representative had just been made aware and was not aware of any contributing environmental factors or troubleshooting performed. It was confirmed that the event was resolved. The devices were discarded and were not available for return to the manufacturer. No further complications were reported.